Manufacturer narrative:
67 - intuitive surgical, inc. (Isi) has received the stapler 45 instrument (part #470298-11; lot #t10180109-0046) associated with this complaint and completed investigations. The customer reported failure mode that the instrument could not staple, was not replicated or confirmed. Upon visual and microscopic inspection of the instrument, no damage was found at the wrist assembly. The instrument was placed on an in-house system. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed clamp and fire tests. Staple formation on a test sheet was proper. No lubrication at the wrist was needed. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the endowrist stapler 45 instrument allegedly misfired. The initial reporter claimed that the stapler instrument cut but did not staple bronchus tissue. As a result, the surgeon manually applied sutures to the bronchus tissue. However, at this time, the root cause of the customer reported failure mode is still unknown. The instrument was returned to isi, evaluated, and the customer reported failure mode could not be replicated or confirmed.

Manufacturer narrative:
Isi has not received the endowrist stapler 45 instrument (part #470298-11, lot #t10180109-0046) or stapler 45 reload involved with the reported event. Therefore, the root cause of the customer reported failure mode cannot be determined at this time. Isi has attempted to contact the site to obtain additional information regarding the reported event. As of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. The endowrist stapler 45 instrument was fired five times using green stapler 45 reloads and all firings were completed. However, the last three firings involved several incomplete clamps prior to firing. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the endowrist stapler 45 instrument allegedly misfired. The initial reporter claimed that the stapler instrument cut but did not staple bronchus tissue. As a result, the surgeon manually applied sutures to the bronchus tissue. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the endowrist stapler 45 instrument was able to cut the inferior lobe bronchus, but could not staple the tissue. As a result, the bronchus was manually sutured via thoracotomy. On 04/18/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: an intern from the site indicated that a ¿bronchial suture¿ was released ¿due to technical issue of the staple defect which required a second thoracotomy approach for pulmonary recut and suture repair."